Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 91 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, mechanical problem, instability, implant pain, joint laxity, loss of range of motion, osteolysis, scar tissue, and swelling/edema . Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Event description:
Legal case ¿ (B)(4). (B)(4). Rk is associated with this case 9/13/24: additional information received in in-box on 9/10/24. Attached email and legal short form. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 7 years and 7 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 13 jun 2023 diagnosis: failed left knee due to polyethylene wear and severe femoral tibial osteolysis the previous liner was dislodged from the tibial component. Both femoral and tibial components appeared to by partially de bonded due to osteolysis within the surrounding bone. The patient tolerated the procedure well. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10: concomitants: 02-012-47-5015 - logic cr tib insert std, sz 5, 15mm 2548978 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 4118831 200-05-29 - inset patella 29mm 4118597.